Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H10: the device was received for evaluation. A visual inspection was performed which observed an insertion issue between two tubes. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was leaking from an unspecified location. This issue was identified at the hospital in the ¿mixture central¿ during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.